Manufacturer narrative:
Customer provided no further information pertaining to part number or lot number.

Event description:
Information was received that the cadd cleo infusion set wasn't properly inserted due to poor adhesion. 3 other sets had pads that were stuck. Customers bg went to 500 and changed site and delivered correction boluses. No medical intervention necessary. No reported adverse effects.